Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded inappropriate mode switches due to far field r wave (ffrw) over sensing. No ffrw over sensing was observed on live presenting egm. Various programming options were discussed, and the device was reprogrammed. They would monitor mode switches with device follow up. No patient symptoms reported. The health care professional did not ask for any lead testing to be performed. The pacemaker remains in service. No adverse patient effects were reported.